Manufacturer narrative:
Additional information: h6: additional code of thrombus should be noted in h6 codes.

Event description:
New information receives notes that the patient experienced dizziness resulting in a fall, fever, discomfort, fatigue, shortness of breath. The infection was confirmed with positive blood cultures. An echocardiogram noted vegetation on the system leads. The physician alleged that device contributed to infection, and no erosion was noted on device or leads. During the intervention process, and thrombus was noted in the heart. Hypoxemia and orthopnea were also noted but no further indication of respiratory malfunction was noted. The patient required a multi-week hospital admission and at-home IV antibiotics after discharge.

Event description:
It was reported that the patient presented to the hospital with infection and endocarditis at device pocket. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. The patient status was unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.